Manufacturer narrative:
The patient circuit was received and investigated. Based on the engineering investigation it was determined that the reported issue was related to a faulty expiratory valve. (B)(4).

Event description:
It was reported to resmed that a trach ventilated patient experienced breathing discomfort while using an astral device and monobranche circuit. There was no patient injury reported as a result of this incident.